Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cut wire of the device broke. Nothing detached and fell into the patient. The procedure was completed with another hydratome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
Device code 1069 captures the reportable event of wire break. The returned hydratome rx 44 was analyzed, and a visual evaluation noted the cutting wire was found detached, bent and blackened. It was observed that the break in the wire was not smooth. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the cutting wire of the device was found detached, bent and blackened. Based on the condition of the device, the observed damage may have been caused by a peak of voltage or if the device was not in direct and constant contact with the tissue when energized. Based on review and analysis of all available information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 device was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cut wire of the device broke. Nothing detached and fell into the patient. The procedure was completed with another hydratome rx 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.